Event description:
The initial reporter stated that they were able to see air past the filterin their set. Mmdg did follow up with the initial reporter, who stated that the complaint had no effect on the patient. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.